Event description:
It was reported that the patient underwent a posterior fusion procedure through midline approach at l4-s1 using posterior fixation with peek rod. One year post-op, the patient returned and was complaining of recurrent symptoms including persistent back and leg pain. The patient reportedly had non-union. The revision surgery was performed approximately a year post the index surgery where it was discovered that the peek rod was broken in two pieces. The instrumentation was replaced with bilateral interbody placement using titanium rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): non-union. Macroscopic examination confirms rod is broken around the rod vertical mid-line. Microscopic examination reveals a brittle fracture, with no indication of fatigue, and ray-like features emanating from the origination point. Witness mark noted on the side of the rod, suggests lateral bend stress loading of rod which may have contributed to initial crack propagation. Secondary, post fracture damage is also noted, as evidenced by the damage to the primary fracture surface. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.